Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) spoke with customer and confirmed the issue was resolved and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server multiple new orders were not crossing over to multiple stations and were displayed on the server with the error message "download delayed". However, there were no delays or adverse events or injuries reported based on this event.